Manufacturer narrative:
Approximate age of device ¿ 3 years and 9 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was given an ungrounded power module patient cable as a precaution. The patient received pump exchange on (B)(6) 2018 due concern for further degradation of the driveline. The patient has been discharged in stable condition. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported driveline fault alarms that were captured in the submitted log files from (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 2¿, 8.5¿, 14.5¿, and 24¿ from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft bend relief and outflow graft were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. The driveline segments of the returned pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket appeared unremarkable. Shield breakdown was observed 9¿ though 10¿ and 12¿ through 14¿ from the pump housing. Kinking of the orange and red wires was observed 11¿ from the pump housing. The outer insulation of the orange wire was intact, but manipulation caused the insulation of each wire to elongate and breakdown, indicating that the inner conductors had fractured. Additionally, a breach in the brown wire was observed 5¿ from the pump housing. This damage appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wire to its redundant motor phase wire, the fractured inner conductors of the orange wire would have resulted in driveline fault alarms. If the exposed conductors of the brown wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground had potential to cause the system to stop. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The previous report referenced driveline fault alarms in the device evaluation. These alarms were captured in the submitted log files from the event reported in MFR. Report # 2916596-2018-00872.